Event description:
Company became aware that during a procedure the physician tried to push the subject device into a microcatheter but felt serious friction. The subject device stretched and detached early. Results of the procedure were good.